Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported issue and replaced the iesu to resolve the issue. The system was tested and verified as ready for use. Isi has requested the iesu involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed c-34 on the erbe related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is reportable malfunction event based on the following conclusion: it was alleged that the erbe had multiple errors c-34 when using cautery during procedure. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/ aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the integrated electrosurgical unit (iesu/erbe) generator displayed multiple errors c-34 when using cautery. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the iesu initially powered on without errors. The surgeon was able to complete the procedure with instruments without using cautery function. The procedure was completed successfully.

Manufacturer narrative:
Additional information can be found in the following fields: d9 and h3 analysis information can be found in fields h6 and h10. Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and reproduced the reported complaint. The unit was placed on an in-house system and was run in normal mode. Error c-34 occurred at start. The probable root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.